Event description:
An olympus marketing personnel reported on behalf of the customer that the 4k camera head had an image output problem, the image was flickering. The facility completed the intended procedure with another similar device. There were no reported delays or patient sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
An olympus marketing personnel reported on behalf of the customer that the 4k camera head had an image output problem; the image was flickering. The facility completed the intended procedure with another similar device. There were no reported delays or patient sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Image flickering was reproduced. Additional malfunctions found during device evaluation: no image, e226 error occurs (image cannot be seen). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event and other malfunctions occurred due to a cable failure. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.